Manufacturer narrative:
An event of pseudoaneurysm was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 210-231s and heparin was administered. A pre-implant balloon valvuloplasty done with a 23mm non-abbott balloon. The final implant depth was 5mm on the left coronary cusp (lcc) and 5mm on the non-coronary cusp (ncc). On (B)(6) 2025, the patient admitted due pseudoaneurysm on right femoral. The patient required surgical intervention and prolonged hospitalization due to this event.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 210-231s and heparin was administered. A pre-implant balloon valvuloplasty done with a 23mm non-abbott balloon. The final implant depth was 5mm on the left coronary cusp (lcc) and 5mm on the non-coronary cusp (ncc). On (B)(6) 2025, the patient admitted due pseudoaneurysm on right femoral. The patient required surgical intervention and prolonged hospitalization due to this event.